Manufacturer narrative:
One smiths medical peripheral intravenous catheters (pivc)/jelco conventional optiva IV catheter was returned for analysis. It was noted that it is improbable that such type of damage may have been originated during the manufacturing process, considering that critical parameters are 100 % controlled during the different manufacturing phases. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating a smiths medical peripheral intravenous catheters (pivc)/jelco conventional optiva IV catheter was inserted into the patient's left wrist, and it was noted that the taped were wet and the rn was unable to flush the IV well. When the tapes were removed it was noted the IV cathlon was broken off. The cathlon peace was still in patient skin. The rn removed the cathlon from the patient. Minor injury was noted to the patient.